Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm also able to rewind the insulin pump. Customer stated that fill cannula was recorded in the daily history. Customer stated that self test did not passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.